Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the stem at the bone to implant interface. Original implant date unknown. Doi: unknown - dor: (B)(6) 2020 (left hip).

Event description:
A. Please provide the product/part number of stem. B. Were there any depuy instrumentation that broke during surgery? If yes, please provide details. Answer: I updated the form, also the part number on the stem was unreadable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.